Manufacturer narrative:
(B)(4).

Event description:
A report received from the USA stated an hi-lo trach tube package did not have a size on the box. No additional information is available at this time.

Manufacturer narrative:
The reported "improper labeling" issue was confirmed for the returned sample. A review of the inspected lot revealed that containment of the lot is not required. (B)(4).